Event description:
No additional event information.

Manufacturer narrative:
Follow up report (B)(4). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number a review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a revision surgery approximately 11 years post-implantation due to cup loosening. The patient did not have any conditions or clinical signs related with the event, surgical technique utilized, no surgery delay. Attempts have been made and all available information has been provided.